Event description:
Customer's father reported that he did not remember any details related to the high blood glucose event and that the high blood glucose just happens due to having diabetes. He stated that the customer came home from school one day with a blood glucose reading of 438 mg/dl and that the reservoir was almost empty. They did a set change and corrected and father stated that he did not feel the issue was related to the insulin pump. Customer's father declined to troubleshoot the issue with the high blood glucose. Nothing further was reported.

Manufacturer narrative:
This information is provided to include event details that were missing from our original medwatch form.

Event description:
Customer's father called to get holster replaced for customer. Customer's blood glucose was 430 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.